Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer does not have any diabetic symptoms currently. The customer went to the hospital ((B)(6)) on (B)(6) 2016. The diagnostics from medical facility was high blood sugar, dehydration. The customer received at medical facility the medical treatment of insulin IV drip, chest xray, fluid for dehydration, and o2 treatment. Customer received new medications from healthcare professional of new sliding scale for insulin administration. Customer left hospital on (B)(6) 2016. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Boyfriend is calling on behalf of the customer. The customer reports symptoms of constant thirst, constant urination and constant weakness and fatigue. Medical attention is advised as a result of the actual blood glucose results and reported symptoms. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).